Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone14.7. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle mechanism did not deploy when prompted even though the controller said that it had. The patient removed the pod and went to get a new one. Upon returning to the room, the needle mechanism then deployed. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would cause the needle mechanism to deploy late. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock and load fixture. The cause of the reported event could not be determined.